Manufacturer narrative:
Updated fields: d9 (device available for eval) h6 (investigation type, investigation findings & investigation conclusions). A getinge field service engineer (fse) observed and the device was calibrated with helium and the device function was restored. All functional checks were carried out on the device according to the factory requirements. All check parameters were within the qualified range and unit delivered to customers for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) helium icon did not appear on the screen and the maintenance code 5 was displayed. The device has been replaced and no personal injury occurred.